Event description:
It was reported that the patient was receiving "high dose of noradrenaline - quadruple strength" and the device alarmed channel error, "despite being loaded properly with no disconnections." The user then immediately transferred the infusion to another pump module. Per report, the patient was on end-of-life care at the time of the event (palliative care). There was patient involvement, but the outcome was unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.